Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead dislodgement, decreased sensing and high capture threshold were observed. The lead was explanted.